Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13a15092 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.(B)(4).

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional follow up information was received from the consumer. It was reported that the peritonitis event was manifested by abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).